Event description:
It was reported that revision surgery was performed due to an adverse reaction to metal on metal wear debris, alval, pseudotumour and heterotopic bone.

Manufacturer narrative:
Devices currently undergoing analysis.